Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was capped and surgically abandoned due to a product performance issue. A new device was implanted. No additional adverse patient effects were reported. Additional information from the field indicates this rv lead exhibited high out of range impedance measurements. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was capped and surgically abandoned due to a product performance issue. A new device was implanted. No additional adverse patient effects were reported.